Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not run in reverse, the electronic control unit was damaged, the electromotor for reamer/drill had a strong vibration, needle-bearings cpl were broken, transmission shaft cpl was worn, bearings were corroded, trigger components were damaged and an unknown residue present on it. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reamer/drill device would not run in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.